Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "issues" were experienced with the pump. No further information regarding the customer or the event was provided. There was no reported impact to the customer's blood glucose level.